Event description:
The customer reported that the system was not turning on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power switch and the uninterrupted power supply switch were suspected to be faulty and were replaced proactively to prevent future boot up failures. The system was tested and found to be working as intended and put back into service.